Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Alert date of this report should be (B)(4) 2012 not (B)(4) 2012 as previously reported.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past week the up arrow keypad button required several hard presses to elicit a response. The patient reportedly wore the pump on a belt and at times under a garment against the body. The patient reportedly cleaned the pump with a dry paper towel. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 2 date of submission 05/09/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling off from the bottom up to the ok key button. During testing, the up arrow, down arrow, and contrast buttons were found to be intermittently unresponsive; the ok keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. The pump was opened and moisture corrosion was observed inside the pump.